Event description:
It was reported that during implantation, the electrogram (ECG) was "flat lined". The mode was reprogrammed with max outputs and there was no change. The programmer reported that the pacemaker could not detect the right ventricular (rv) lead and exhibited non-capture. The rv lead was subsequently repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 507652 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).